Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 187mg/dl at the time of the incident. Customer states that they had loose drive support cap which was protruded. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No motor error alarm during testing. The device passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched reservoir tube window, stained address label, stained serial number label and stained end cap sticker.